Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace to a broken creo threaded locking cap and a set screw was found loose post operatively.

Event description:
It was reported that a revision was needed to replace a broken creo threaded locking cap and a set screw was found loose post operatively.

Manufacturer narrative:
The device was available for evaluation. It was reported that a 63-year-old female patient was implanted on (B)(6) 2025 with a 2-level l3-l5 creo interbody construct. The reason for the revision on (B)(6) 2025 was due to a vertebra body fracture at l5. The loose locking cap at l3 (right) was found after exposing to remove previously placed hardware. The l3 and l4 screws were not removed and were kept in for the final construct, l3-s2ai. The returned lateral image provided could not confirm a loose locking cap at l3 due to image quality. The location of the vertebra body fracture was within an intact level at l4-l5 where the threaded locking caps were secured. Due to this observation, it is unlikely that the loose threaded cap at l3, which is two levels above l5, caused the vertebra body fracture at l5. Visual inspection of the locking cap showed normal wear on the bottom of the locking cap where it contacts with the rod. A visual inspection of the threads showed minimal wear. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b4; d4; d9; g6; h2; h3; h4; h6.